Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed foreign material came out of the device, but the type of the material or root cause cannot be established. The most probable cause of the complaint air water cylinder has corrosion is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign object at nozzle and corrosion inside air water cylinder. There was no patient involvement.